Manufacturer narrative:
The device was returned to olympus for inspection. During evaluation, the following reportable malfunction was found, while doing white balance, error e110 occurs.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 months, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of all the lights flashing on the front panel could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the investigation it is likely the cause of the error code was due to a faulty filter unit. However, the specific cause of the faulty filter unit could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer¿s complaint could not be confirmed, therefore an investigation was conducted based on information provided by the customer. A review of the device history record found no deviations that could have caused or contributed to ultrasonic medium leaking. The device shipped according to specifications. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during installation the white balance could not be completed and the lights are flashing. There were no reports of patient harm associated with this event. This report is being submitted for the flashing lights.